Event description:
A malfunction alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge using the correct technique, and the customer was able to successfully load a cartridge and resume insulin therapy.